Event description:
Per the clinic, at the three-month post-operative visit (specific date not reported), the patient experienced that the sound was too soft, and elevated electrodes were observed. At a subsequent follow-up three months later (specific date not reported), the patient continued to experience poor sound quality with electrode out of compliance. Additionally, fluctuating impedance was observed. Reprogramming attempts were made, however the issue could not be resolved and the patient experienced facial nerve stimulation at higher volume levels. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.